Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer stated that the day before, blood glucose was 600 mg/dl and noticed that the reservoir had come out of the insulin pump. The morning of the call, blood glucose was 400 mg/dl, which was treated with the insulin pump and manual injection which dropped it to 210 mg/dl. The customer noticed that the retainer ring was damaged and the reservoir would not lock into place. Troubleshoot for high blood glucose was declined. The customer was not using the auto mode feature at the time of the incident. The insulin pump will be returning for analysis.